Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back to report therapy was not working. When connecting to the implant, patient realized therapy was off and remembered they turned it off. Patient was able to turn therapy on. Patient confirmed feeling the stimulation sensation. Patient will track symptoms and will call back if needed.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report that the first night after the procedure when they went to bed, felt like the device had moved. Patient then said that slides over to get in bed however now lifts themselves up to get into bed. Patient reported that since yesterday has felt stimulation sensation at the implant site, almost like an electrical shock. Patient turned stimulation off. The patient was redirected to their healthcare provider to further address the issue. Patient said does have post op follow up appointment next week. Additional information received indicated that the patient had discomfort/soreness/pinching.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.